Event description:
A (B)(6) contacted zoll customer support about a male pt reporting service codes 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. As received, the belt was fully functional and able to detect and treat. However, upon evaluation, the trunk connector was unable to securely latch with a test monitor. The cause of the code 204 is likely the insecure connection between the electrode belt and monitor. The root cause of the damaged connector cannot be positively identified. No adverse event resulted from the damaged connector. The pt was issued a replacement electrode belt.